Event description:
It was reported that an alert for non-sustained lead noise was received via remote transmission. Upon interrogation, oversensing of myopotential was noted. Programming changes were made resolving the issue. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.